Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) t3st3210, (t3 pro non-platform switched tapered implant 3.25mm (d) x 10mm (l) for evaluation. Visual evaluation was performed, the implant had bone debris on its internal and external threads. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2120002872. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120002872 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: bone loss, dental: medical: infection and dental: medical: other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Summary investigation for infection and bone loss: a summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. H6: event problem codes ¿ patient code: 1690 abcess, 1932 inflammation, 1994 pain.

Event description:
Doctor reported that implant was removed due to bone loss, infection and sterile necrosis with abscess and inflammation. Patient referred pain. Doctor performed curettage. Patient has been rescheduled for new implant placement.